Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the pressure module did not function as expected. The arterial pressure would intermittently fluctuate. The user attempted to remedy the issue by changing the cables and the transducer. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.